Event description:
It was reported to philips that the device had a therapy test failure. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a therapy test failure. There was no patient involvement. One therapy pca was returned for failure analysis. There was no reported problem for this therapy pca. No fault was found with this therapy board.